Event description:
It was reported the patient had lost stimulation. An impedance check was performed and revealed high impedance. Reprogramming was attempted via assistance from a company representative but was unsuccessful. X-rays were performed and revealed lead migration. In turn, the patient's lead located at l4 was explanted and replaced. Surgical intervention addressed the patient's issue.